Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. We did receive performance data collected from the device and have analyzed the data. Two - ventricular nst (non-sustained tachycardia) <=180 ms average v-cycle on (B)(4)-2010 04:11:14 and (B)(4)-2010 01:29:56. Ventricular short interval count v-sic=18.0 counts avg/day, in 27.81 days, between (B)(4)-2010 13:55:51 and (B)(4)-2010 09:15:22.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's lead integrity alert triggered and oversensing along with non sustaining tachycardia showing noise was captured. It was not clear if the oversensing was caused by the competitive lead or the defibrillator. The defibrillator was removed and replaced. No patient complications were reported as a result of this event.